Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer requested assistance on how to use the bolus wizard and how to bolus. The blood glucose level was 447mg/dl. Verified active insulin and it read 29.9 units. Reviewed the bolus history and the customer took 24.7 units, and 6.6 units was the most recent all within ten minutes. The customer blood glucose reading was about 6mg/dl and the paramedics were called. The customer stated that she took a glucose tablet and had some pineapple juice. Called customer to do a follow up and the customer's blood glucose was 357mg/dl. The customer stated that she was disconnected from the device for over an hour. Explained to customer the bolus formula for correction and food. Asked the customer to check her glucose level and it dropped to 243mg/dl. No further information was provided.